Event description:
A customer reported to baxter canada a y-type catheter set/male luer adaptor in which a leak was observed at an unknown location. The reported condition occurred during patient use. There was no patient injury/reaction reported and medical intervention is unknown in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. Should additional information be received, a follow-up medwatch will be submitted.